Manufacturer narrative:
(B)(4). A review of the manufacturing records was conducted. Results showed no non-conformances with respect to the final product release process. The product order number was not produced under deviation. There were no process and/or material changes within this order number. There were no non-conformances with respect to the sterilization process. The in-line optical inspection data shows the lens is within power specification. There are no complaint related environmental monitoring related non-conformances within the timeframe of when this order number was manufactured. There are no associated nonconformity reports or deviations. A search on complaints related to this order number was executed. The search revealed that no other complaints for this order number were received to date. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that a zmb00 19.5 diopter intraocular lens was explanted approximately two (2) months post implant due to the patient experiencing glossy vision. At explant, the incision was enlarged and the lens was replaced with another zmb00 iol of a higher diopter (20.5). There were no patient complications or injury. The patient doing fine.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.